Manufacturer narrative:
The investigation found that qc was out of range on the day of the event. Calibration was acceptable. The alarm trace showed clean cell short, procell short, sample short, abnormal sample probe aspiration, and incubation water short errors. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The field service engineer found that the analyzer water supply was obstructed at the external reservoir. The fse un-kinked the water line, checked pear pump pressure, verified rinse, wash, and blank volumes, performed mechanism checks, and ran a 21-cup precision check successfully. The customer ran qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 and gluc3 glucose hk gen.3 results for 2 patient samples on a cobas 8000 c 702 module. For sample 1, the initial ca2 result was approximately 6.1 mg/dl. The repeat result was approximately 9.1 mg/dl. For sample 2, the initial gluc3 result was approximately 37 mg/dl. The repeat result was approximately 78 mg/dl. It is unknown if the initial results were reported outside of the laboratory. The repeat results were deemed correct. The calcium reagent lot is 62699901 and the glucose reagent lot is 63621001. The expiration dates were requested but not provided.